Event description:
It was reported that the pt experienced a severe burning sensation in the groin area and "shock waves." The device had been implanted in the pt's abdomen. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).